Manufacturer narrative:
Conclusion: upon receipt at medtronic's quality laboratory, the device appeared damaged. A gore introducer remained attached to the distal end. The stability layer appeared to have been cut and stripped at the proximal end. The blue outer shaft appeared to have been cut and stripped at the proximal end exposing the peek tubing. The handle appeared intact. The micro knob (thumb wheel) does not retract and advance the capsule. The macro (cursor) does not move to fully advance and retracted positions. Note: the receipt condition or damage to the dual shaft appeared to restrict the micro knob and macro cursor from actuating. The distal tip of the capsule does not seat flush against the tip ledger. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The inner member shaft appeared intact. The observed damage was consistent with the report of surgeon cutting the grey sheath to access the blue sheath and manually retracting the capsule. Deployment difficulties due to inability to retract the capsule can be related to several mechanisms such as inadequate loading by user, excessive forces on the system due to patient anatomy, or a combination of both; without return of procedure imaging for review, an assignable root cause cannot be determined at this time. In this case, the surgeon reportedly cut the dcs sheath to manually retract the capsule, and the valve was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not yet been returned for analysis, therefore no product analysis can be performed at this time. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, during deployment, the capsule of thi s delivery catheter system (dcs) would not retract. The physician cut the grey sheath to reach the blue sheath manually and retracted the capsule. Once the capsule was retracted, the valve was able to be successfully implanted. No adverse patient effects were reported.